Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The user alleged to difficulty breathing/short of breath. Device will not turn on/device not functioning. Device/ power cord or supply caught fire. The alleged user did not see any smoke or flames. There was no report of serious patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Manufacturer received additional information that the patient experienced headaches and dizziness.

Manufacturer narrative:
Additional information was received on may 02, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging, difficulty breathing/short of breath, dizzy and headache. Device will not turn on/device not functioning. Device/ power cord or supply caught fire. The alleged user did not see any smoke or flames that are related CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During an internal and external inspection, the manufacturer observed a dc connector cable has potential rust/corrosion. Dust-like contamination in the iso (international organization for standardization) port, and on top, bottom and inside of the blower motor, and the blower motor seal. Slight dust-like contamination (inconsistent with sounds abatement foam degradation) at the air inlet of the blower box. Black dust-like contamination (inconsistent with degraded sound abatement foam) in the bottom of the enclosure. Hair like contaminant on blower motor and blower seal. Potential mineral deposit spots on the bottom of the blower motor, bottom of the blower box and inside the blower motor, indicating potential water ingress. Also, the was a brown fluid/water spot. Black contamination, consistent with keratin, at the air outlet of the blower box. Tiny unknown white and black specks of contamination (inconsistent with degraded sound abatement foam) in the bottom the blower box. A tiny piece of black contamination (inconsistent with degraded sound abatement foam) in the inside of bottom enclosure. The manufacturer could not power on device initially because of the potential rust/corrosion at the dc power connector. The manufacturer removed customer dc connector cable and installed pil supplied known good dc connector cable. All testing was done with the manufacturer supplied dc connector cable installed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. Most likely the source of contamination was external to the device.the manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer able to confirm no power portion of complaint. Significant corrosion in dc power connector. Probable cause: external fluid in connector, not able to confirm device power cord/supply caught fire and manufacturer unable to address the patient's symptoms.